Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the valve was misaligned. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set with packaging was returned for evaluation. Visual examination of the set noted macro valve on line 1 was slightly turned. No other visual defects were noted. Although macro line 1 was slightly turned, the position of the valve shows that the valve was placed on the pump and leak checked by the pump. Therefore, the reported defect of skewed valve was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.